Manufacturer narrative:
Quality-safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 17-oct-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and was complaining of pelvic pain. Essure was removed one year and eight months after placement. This event is anticipated in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and positive temporal relationship, causality between reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a other health professional in united states on 01-sep-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. On (B)(6) 2016 the patient was in the office and she was complaining of pelvic pain. Also it was reported that she experienced pelvic pain previously. Essure was removed on (B)(6) 2016. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and was complaining of pelvic pain. Essure was removed one year and eight months after placement. This event is anticipated in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and positive temporal relationship, causality between reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Technical analysis and further information have been requested.